Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2009-04012. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The subtotal stenosed lesion with an aneurysm was located in ramus interventricularis anterior artery. A 2.0x30 maverick2 monorail balloon was inflated to fourteen atmospheres and ruptured. Another 2.0x30 maverick2 monorail balloon was inflated to twelve atmospheres and ruptured. It is unknown how many inflations of each balloon were performed. The patient status is listed as stable.